Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of requesting medical records and treatment data relating to this event. The manufacturer evaluation is in progress. A supplemental medwatch will be submitted with additional relevant information.

Event description:
A user facility called technical support requesting a machine function check after a chronic hemodialysis patient experienced an adverse event. It was reported the patient experienced cardiac arrest during hemodialysis. Cardiopulmonary resuscitation (CPR) was performed and the patient was transported via emergency medical service to the hospital where she was admitted. The machine was removed from service and fresenius regional equipment specialist performed a function check. The machine was found to be performing according to specifications and was returned to service. Follow up with the user facility's facility administrator (fa) revealed there have been no further issues with the machine and reported no other fresenius medical care manufactured products were in use during the treatment. The fa reported the patient had been her usual self prior to hemodialysis but within 7 to 10 minutes of treatment initiation the event occurred. She declined to give further patient information but reported a similar patient event occurred in (B)(6) 2015 but again would not provide any patient information. This event will be reported separately. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation; however, a fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. Functional testing performed by the (B)(4) confirmed that the unit was operating properly. No malfunctions occurred and no device issues observed during the on-site analysis of the unit. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. Although the device was not returned for analysis, a fresenius technician performed an on-site evaluation of the unit and was unable to identify any issue that could be associated with the reported event. No device malfunction observed or identified. Therefore, the complaint was not confirmed.